Event description:
It was discovered that a spectrum pump alarmed for a constant upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received but the device evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.